Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from (B)(4)). This case is deemed a malfunction, which, if it recurred could lead to a serious adverse event because there have been occasions where the balloon required deflating by the transvaginal or suprapubic route, which puts the patient at substantial risk for infection or a more serious outcome from this procedure. The product(s) noted in this case is/are not used for treatment or diagnosis. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from (B)(4)). The balloon does not deflate for the catheter removal.